Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they reeducated the patient which resolved the issue and the patient was very pleased with the outcome.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for ocd. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient is unable to connect to implanted neurostimulator (ins). This is affecting patient's left side deep brain stimulation (dbs) for obsessive-compulsive disorder (ocd). The patient is not using left side dbs, has been inactive, and historically the patient has been trying to keep a charge in the ins by recharging approx. Every month but may have slipped and not recharged for a few months. They confirmed they were unable to connect with the tablet or recharger and the ins is overdischarged. The patient attempted to recharge on feb 9th and realized he was unable to communicate with the ins. At this point, the caller asked if they should attempt to recover the ins if the patient is not using. It was discussed if they want to use the ins going forward, recovery would be recommended. This will be discussed with the provider. Physician recharge mode and clearing por message were reviewed. Additional information was received from a manufacturer representative (rep) clarifying that this was only effecting the left ins. They sat in clinic for 90 minutes to get over 25%. The physician and patient were educated on the importance of recharging and that the longer the ins is in overdischarge, the more damage it can cause. The physician decided it was best to wake the ins up and have the patient continue to charge even though therapy for left side is off. The patient will be receiving a wireless recharger (wr) from the replacement program to help resolve the recharging frustration of poor coupling and lengthy recharges for an ins not being used. The recharger is being delivered tomorrow to the physician's office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Location of ipg is more axial towards armpit and has a difficult time keeping recharger in place with good coupling.